Event description:
Speculum used for pap smear spontaneously broke (one arm cracked with sharp point) causing small laceration to patient with small amount of bleeding. Speculum had not been dropped or other wise injured, did not appear abnormal before insertion.